Manufacturer narrative:
This device was used for treatment and not diagnosis. This instrument is not intended for implant/explant. Investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records: the manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Additional narrative: this device was used for treatment and not diagnosis. The device was received and the product developement evaluation revealed the device was a second generation application instrument was received by product development (B)(4) on (B)(4) 2013. It was found that the cutting feature, as per the device report stated, has broken off the cutting lever item. The instrument could have been damaged by dropping it onto a hard surface, misuse by the user, incorrect handling during the clinical reprocessing or due to manufacturing of the part itself which lead to the cutting feature breakage. These potential root causes can not be evaluated by product development. There was no design related issues found on the returned instrument. Therefore the design evaluation is closed as product development view. Placeholder.

Event description:
It is reported that a sternal zipfix application instrument broke during surgery. When the surgeon was performing open heart surgery, the tip broke as the implant was being cut. There was no patient related issues, no delay in surgery, no medical invention required and the procedure was successfully completed. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis manufacturing evaluation revealed: cutter is broken, cutting edge is not damaged and looks sharp. No further damage visible, small traces of use are present. All relevant features are in accordance to the specification and all functions have been tested and meet the specification. No manufacturing related fault could be detected.